Event description:
The customer reported that the device did not seal completely even though an end tone, indicating a completed seal cycle, was heard. There was oozing/bleeding noted at the seal site. No tissue damage. No patient injury reported.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Visual inspection found no defects. The knife cut of the device was tested on a silicone test strip with an acceptable cut. The knife advanced and retracted smoothly. There was no damage to the blade. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien was unable to confirm the customer¿s report.